Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out, externalized conductors were observed. Based on the review of images provided, the conductors do not appear to be externalized. The patient will continue with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.